Event description:
Patient was undergoing coronary bypass surgery when oxygenator became pressurized and foam was observed to be coming out of the reservoir. Eventually the port cap blew off. Suction and vent were rerouted to a separate reservoir and drained slowly; no air interfaced into oxygenator cardiotomy port. Small amount of blood was lost. Additional equipment and another perfusionist were required to remedy the problem.